Event description:
It was reported that a spectrum pump had door latching issues. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported "door latching issues." The evaluation experienced doors not fully latched messages caused by the upper and lower auxiliary flexes not being secured to the I/o pcb. Both flexes were re-secured during evaluation eliminating the reported symptom.